Manufacturer narrative:
The investigation for the reported access site bleed, vascular damage, and limb ischemia has been completed. The impella device was not returned for evaluation. Clinical details were not sufficient to determine the root cause. Therefore the root cause of the reported issues could not be determined. F6 and f8 should have been left blank h6 type of investigation corrected from 4115 to 4114.

Event description:
A literature study entitled 'utilization of axillary artery as access for mechanical circulatory support in cardiogenic shock patients with severe occlusive peripheral arterial disease" monitored 48 patients over two years who were implanted with a mechanical circulatory device. During the support period, an unspecified number of patients on impella cp support experienced conditions including limb ischemia, hematomas and axillary dissection.

Manufacturer narrative:
D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown. H.4 device manufacture date is unknown. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ kaki, a., alraies, m. C., blank, n., shemesh, a., kajy, m., laktineh, a., hasan, r., gade, c., elder, m., & schreiber, t. (2018). Tct-757 axillary artery access for mechanical circulatory support devices in patients with prohibitive peripheral arterial disease presenting with cardiogenic shock. Journal of the american college of cardiology, 72(13). Https://doi.org/10.1016/j.jacc.2018.08.1983